Event description:
It was reported that an asymptomatic and dependent patient presented via remote transmission. Review of the transmission revealed oversensing of noise. The noise was suspected to be due to electromagnetic interference. Noise was not reproducible in clinic. Programming changes were made. No patient symptoms were reported.